Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their insertion site was infected, causing them to be admitted to the hospital. Customer stated they were treated with manual insulin injections. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.